Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that the cover of their personal diabetes manager (pdm) controller is melting. They stated that the device would not hold battery charge for long period. The patient was not harmed by the overheating of the device.